Event description:
The manufacturer received information alleging a trilogy evo USA is giving a ventilator inoperative alarm with a red screen which is in a patient's home and they are unable to do anything with it. The reporter did not supply the device's serial number. This is a replacement ventilator for another that had the same issue with this patient. The patient bleeds 3lpm oxygen but does not use a humidifier with the device. This unit was first used on (B)(6) 2025 and started alarming (B)(6) 2026. They stated as far as they know the filters are fine on this unit as well. It was asked if it could possibly be in carry bag backwards, but they didn't believe so but will verify. They also stated it has a patent air path around it. The reporter confirmed not having the devices plugged into a surge protector. The device will be returned for evaluation. There was no harm or injury reported. The device was not in patient use. The device has not yet been received by the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The reporter did not supply the device's serial number; therefore, the serial number and manufacturer date fields are marked as no information. A good faith effort has been initiated to retrieve this information. If new information becomes available or following the completion of the device repair, a follow up/supplemental report will be completed.